Event description:
On the 5th firing of the instrument, its jaws would not open to release the tissue. The surgeon attempted to manipulate it off of tissue, but finally decided to use a knife to transect the tissue and free the instrument from the surgical site. Bleeding resulted and was controlled by suturing the anastomosis to maintain hemostasis. In addition, the patient received a blood transfusion of 1 unit. Procedure: lobectomy.